Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial output of the external pulse generator (epg)was found to be out of specification during a routing preventive maintenance inspection by the customer. The epg are no longer serviced by the manufacturer. The caller requested an end of service letter. The status of the epg is unknown. There was no patient involvement.